Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection reveled that the device shows notable marks of wear, also it was noted that the female connector is missing. When performing the functional test, the female end tip was directed to a light source, the light emission of the device was noticeably poor. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the fuslitegu olym-acmi 3.5mmx3.0m would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU, do not use a damaged or defective light cable. Inspect upon receipt, prior to each examination or procedure, and before sterilization. Therefore, it has been determined that no corrective and/or preventative action is required. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during setup, it was observed that the fuslitegu olym-acmi 3.5mmx3.0m device had sustained physical damage. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): device fractured. The event did not occur during to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.